Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "radial-probe endobroncial ultrasound outcomes in the investigation of peripheral pulmonary lesions: a new zealand perspective". The literature reported the result of 68 cases of undergoing radial-ebus with guide-sheath for peripheral pulmonary lesions (ppl) between march 2015 and august 2016. The literature indicated that single use guide sheath kit (olympus k-201 or k-203) might have been used. In the subject procedures, a case of dislodgement of the radiopaque guide-sheath reportedly occurred. Based on the available information, a direct relationship between the olympus product and the observed adverse event could not be determined. This is a report on dislodgement of the radiopaque guide-sheath tip.